Manufacturer narrative:
Batch history review: the mfg file was reviewed. It is complaint with our specifications and no abnormality was detected. No other compliant was reported on this batch of access ports. Investigation: the returned device is complaint with the specifications. Conclusion: the investigation performed leads us to think that the catheter rupture results from an erosion of the catheter at the level of the collarbone or due to the catheter acute angle at its entrance in the jugular vein.

Event description:
"Pt (B)(6) child. Port has set to the pt in (B)(6) 2013 (when child was (B)(6)) without problems (v. Jug, int, l.dx) port pocket has placed to the rib cage. The port has worked perfectly. On (B)(6) 2015 the port was rinsed by using 5 ml syringe. There has been a trouble to rinse the catheter. On the same time they have noticed extravasation on the neck area. Due to this problem the port has been removed with a part of catheter. The catheter has been broken about 8 cm from the port (near by the point where the catheter has entered to the vein). Based on the x-ray picture of the lungs they found the rest of catheter from the inferior vena cava. On (B)(6) in the angiography operation they succeeded to remove the rest of catheter".